Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. No test strips were returned. An in-house testing was performed using the returned meter with in-house contour test strips, which gave satisfactory performance. Section d4 of the initial report indicates serial # for the suspected contour meter as f831952. The correct serial # is (B)(6). Section d4 has been updated with this information and section h4 has been updated with the correct device manufacture date.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. As the customer's age and weight were not provided.

Event description:
The customer reported that he performed a blood glucose testing on his contour meter and obtained a hi reading, which was indicative of a reading above 600 mg/dl. The customer had no symptoms of hyperglycemia. Within 2 minutes, the customer performed a repeat testing with the non-ascensia meter and obtained a reading of 128 mg/dl. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation, however, the customer discarded the test strips. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.